Manufacturer narrative:
Sample material from the patient was requested for investigation but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined. The increased anti-hbs titer could be caused by the intravenous immunoglobulin treatment and the vaccination against hbv. There is no indication for malfunction of the elecsys assays or the cobas analyzers.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys anti-hbs immunoassay results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). On (B)(6) 2020, the patient¿s sample was collected and initial testing was completed. After initial testing, between (B)(6) 2020, the patient was prescribed 70 g of octagam polyvalent. On (B)(6) 2020, the patient was vaccinated for influenza, hepatitis b, and pneumococcus. On (B)(6) 2020, the patient had a new blood sample collected. The customer performed testing on this sample and repeat testing on the initial sample from (B)(6) 2020. The questionable high anti-hbs results were reported outside the laboratory. On (B)(6) 2020, the patient had a new sample collected and testing was performed. This sample was tested on (B)(6) 2020 for a-hbc igm on the e 601 module, anti-hbc on an abbott axsym analyzer, and hepatitis b pcr was performed on the patient. On (B)(6) 2020 the patient had a new blood sample collected and tested. This medwatch is for anti-hbs. Refer to the medwatch with patient identifier (B)(6) for the anti-hbc assay.